Event description:
During evaluation of the device, the videoscope's control unit was found to be dirty due to water leakage, and the universal cord exhibited a sticky exterior condition. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the findings of the investigation, the probable cause was determined to be component damage resulting from deterioration, deformation, or physical stress. No design or manufacturing deficiencies were identified. The most likely cause of this complaint is expected or random component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.